Manufacturer narrative:
The manufacturer did not receive devices, for review as the patient has not been revised. Three copies of x-rays and doctor reports have been provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It has been reported that the patient was implanted on the right foot with a mpj plt 3.5mm 6hs 10 val ang med in (B)(6) 2013 due to hammertoe deformity. Patient experiencing swelling and xr taken on (B)(6) 2014 showed that the implant was broken and the screws were loose. To date, the patient has not be revised.